Manufacturer narrative:
Section e updated. G03016 and c07 codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163, product ID: bi71000163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that 1 battery tray appeared overheated. Voltage did not reach expected levels. Replaced battery trays. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, product ID: bi71000163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the imaging system had a very strong odor, almost sulfur-like. The imaging system was working as intended. Manufacturing representative (rep) claimed that the site kept good storage habits. There was no patient involved. Probable cause seemed to be battery.